Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states she feels well at this time but stated when she obtained the 64mg/dl she felt symptoms of fatigue. Customer states that at this time medical attention is not required. The customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 07/16/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 113mg/dl and 117mg/dl fasting. Reviewed meter memory (B)(6). No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states she feels well at this time but stated when she obtained the 64mg/dl she felt symptoms of fatigue. Customer states that at this time medical attention is not required. The customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 07/16/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 113mg/dl and 117mg/dl fasting. Reviewed meter memory (B)(6). No adverse event reported.